Event description:
It was reported that a malfunction alarm occurred. Cts provided pump reset information and assisted caller with resetting the pump however the malfunction alarm recurred. The malfunction code is unresettable. The customer reverted to manual injections for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.